Event description:
Doctor reported event of "deep-vein thrombosis or venous thromboembolism" from journal article: "perioperative safety in the longitudinal assessment of bariatric surgery", the new england journal of medicine; 07/30/2009, vol. 361, no. 5. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Deep-vein thrombosis or venous thromboembolism is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of deep-vein thrombosis or venous thromboembolism as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."